Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the right ventricular lead was pulled back after initial implant and had a suspected fracture at the level of the suture sleeve. When the lead was removed from the device, slack added and tested through the analyzer, there was significant noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.